Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the distal tip was dislodged. The exact date of the procedure is unknown. A reusable bronchoscope was used to retrieve the dislodged tip. No harm to the patient was reported.

Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 5.8 single-use bronchoscope returned to verathon for evaluation as it had already been discarded. Since the device was not returned to verathon for evaluation, the cause could not be determined. No further information was made available regarding the reported incident despite following up as part of verathon's investigation of the reported event. No lot number was provided and the manufacturer, model, and size of the et tube used with the glidescope bflex 5.8 single-use bronchoscope remains unknown. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 5.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.